Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified celiac artery. A 7.0mmx15mmx150cm express® sd renal/biliary stent was advanced; however, the stent slid back on the balloon and remained on the catheter. The device was intact upon removal and the procedure was completed with another 7.0mmx15mmx150cm express® sd renal/biliary stent. No patient complications were reported and the patient's status was fine.